Manufacturer narrative:
Device will not be returned for evaluation. A device history record review is not possible as the associated lot/serial numbers were not identified in the report. A follow-up report will be filed if more info becomes available.

Event description:
It was reported that the iab was prepped per instruction and inserted via the femoral artery at 2:12 am. At 2:30 am, the pump emitted "high pressure" alarms. The tech checked the line, and the balloon started working again. At 3:45 am, blood was found in the tubing, and the iab was removed. Another iab was inserted with success. There were no reported pt complications.